Event description:
Thermofisher covid-19 pcr test treatment under emergency use authorization (eua): thermofisher covid pcr test potential/likely false negative test + covid household contact, pt has same symptoms and date of symptom onset but pcr test (-) on the same day household contact had + test. Exposure likely happened during travel thru (B)(6)airport 5 days prior to test. Sx developed 2 days prior to test. I'm trying to find out the test kit manufacturer but have not been able to yet (B)(6) I'm highly suspicious of new b117 variant causing false (-) pcr test. FDA safety report ID # (B)(4).